Event description:
Additional information reported the patient was doing fine until 2014-(B)(6) when they fell and the original pain returned. It was reported an x-ray confirmed the catheter migration and that it was coiled in the soft tissues of the lumbar region. It was noted the anchor was removed from the catheter. It was noted the catheter access port was accessed after the surgery and there was free flow of csf. It was noted there were no complications.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h833091404, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had dislodged. The spinal segment had pulled out of the ¿it (intrathecal) space.¿ it was stated that the patient¿s pain had come back. It was reported that the patient falls a lot, so they are going to possibly double anchor the catheter. It was unknown what the pump system was delivering. Additional information was reported that the pump system was delivering dilaudid and bupivacaine. It was further stated that the catheter had completely come out of the intrathecal space. The entire catheter was replaced; the pump was kept the same. The patient was receiving effective therapy at the time of report.